Event description:
When initiating an administration of a hazardous medication through a pump it kept alarming saying patient side occluded. The writer and secondary nurse flushed piv [peripheral vascular intravenous line] (patent and blood return noted), pump continued to state pt side occluded. Connections were disconnected and reconnected with no change in error. Tried a different pump and got the same error. A different piv was used, and the same error came up. We finally changed the primary tubing and arisure cap and it finally began to infuse.